Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/24/2017 to the present date (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the device had an unknown problem with the keypad. No patient involvement.